Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root causes may include kinks, leaks or blockages in the vacuum circuit, or a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient stated the renasys go device was alarming blockage full alarm. Patient changed out the canister, milked the tube and put the device upright but at this time the alarm did not resolved. No further information is available.